Manufacturer narrative:
The product identification necessary to review manufacturing history was not provided. Current information is insufficient to permit a conclusion as to the cause of the event. This report is number 2 of 2 mdrs filed for the same patient (reference 1825034-2013-06127/06128).

Event description:
It was reported that a patient enrolled in a clinical study underwent bilateral total hip arthroplasty on (B)(6) 2001. Subsequently, the patient¿s right hip was revised on (B)(6) 2011 due to elevated metal ion levels. The modular head was removed and replaced with a biomet component. The acetabular component and metal liner insert were removed and replaced with competitor product. Operative report notes dark stained tissue.